Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported aortic dissection could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related MFR report number: 2030404-2016-00044 and 3005334138-2016-00054. An aortic dissection occurred during an ablation procedure. A safire catheter was used to ablate the left ventricular posterior lateral, however it was felt the catheter was not ablating deep enough and the catheter was replaced with an sr0 sheath and a cool flex catheter. The sheath was introduced first, but it was unable to advance to the ascending aorta. The sheath was removed and an attempt to advance the cool flex catheter was done without success. An aortic angiogram was performed and a minor aortic dissection from the descending aorta to abdominal aorta was noted. The patient was asymptomatic and was transferred to the ICU for observation. The dissection resolved without intervention and the patient was discharged from the hospital. The cause for the dissection is unknown.